Event description:
During robotic procedure the davinci cobra grasper failed to operate. Upon examination, found that a cable was broken at the tip of the instument. Six lives were remaining on instrument.